Event description:
It was reported in a journal article that the patient had an initial total hip arthroplasty (tha). Three years later patient fell and sustained a periprosthetic fracture. A second orif was performed with plate, screws, cerclage wires and cortical strut allograft. After six months, a revision procedure was performed due to right thigh pain. X-rays revealed fracture of the screws and refracture at the same place in the femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Giovanni vicenti, giuseppe solarino, guglielmo ottaviani, massimiliano carrozzo, filippo simone, giacomo zavattini, domenico zaccari, claudio buono, davide bizzoca, giuseppe maccagnano, and biagio moretti (2023). Atypical vancouver b1 periprosthetic fractures. The unsolved problem. Management of periprosthetic fractues of hip, knee, and shoulder- case report, (B)(4). Doi: 10.1177/21514593221145884. D10: unknown screw (x2). Unknown cerclage wires (x2). G2: foreign- italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03114, 0001822565 - 2023 - 03115, 0001822565 - 2023 - 03117, 0001822565 - 2023 - 03118. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Review of the available records identified the following: the patient fell resulting in a periprosthetic noncomminuted transverse fracture with medial cortical thickening just distal to the tip of the stem. An orif was performed using a noncontact bridge periprosthetic femur plate system, cerclage wires, and a medial cortical strut allograft. The initial total hip was found stable and remained intact. The patient presented four days later with plate fracture at the bone fracture site. A second orif was performed with implantation of a longer plate augmented with a longer medial cortical strut.  After 6 months of partial weight bearing, patient presented with right thigh pain, radiographs revealed breakage of the locking plate and a refracture at the same place. Implant instability and bone stock deficiency were found during surgery. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.